Event description:
The 3100a ventilator driver displacement indicator (ddi) was blank when the ventilator was first turned on, then the leds come on slowly from left to right after a few minutes. There was no pt involvement at all.